Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 5/12/24, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, the cause of the event cannot be determined.

Event description:
On 9/14/24 an ilet user reported experiencing a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6) 2024. The user reported losing their ilet device while traveling in south africa approximately three weeks prior. Despite contacting the place, they stayed; the device was not found. They are currently on backup therapy. The user was hospitalized for dka on (B)(6) 2024 during their trip after experiencing high blood glucose levels, though they initially thought their bg was low due to their symptoms. The hospital confirmed they were dka, and the user spent four days in the hospital before being released on (B)(6) 2024. Since the hospitalization, they have been without the ilet and could not recall if there were any issues with the infusion supplies, as these were removed in the hospital. During this event, their highest bg level was over 400 mg/dl, and they experienced loss of consciousness and dehydration. They are unable to sync ilet data logs due to the loss of the ilet device.